Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: was the cut line fully circumferential around the target tissue? What confirmation was received that the device was fully fired? Where within the green tissue compression/gap setting scale was the orange indicator set for firing? Was the tissue evenly loaded? Additional information:there is no further information available. Were there staples seen in the surgical field? Did some of the staples remain in the cartridge after the device was fired? Additional information: there is no further information available.

Event description:
It was reported that during an unknown procedure only half of the staples were applied.